Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the groove of the cartridge jaw where the knife moved through was damaged, and the device could not be fired. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch r5c228. Investigation summary: the analysis results found that one pcee60a device was returned with the anvil bent upwards and with no reload loaded on the device. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. Event could not be confirmed as no reload was returned for analysis. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa.. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.